Event description:
It was reported the pt has passed away. The cause of death is unk. It is unk if the pt's devices were still implanted at the time of the pt's death. It is unk if any devices will be returned to the manufacturer for analysis.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.